Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): analysis confirmed the reported event. The lcd lens is broken. The lcd display is out of specification. The upper case, lower case, two side bail covers and ring cover are broken. The battery release, heart block, lead flex cover, battery drawer, and battery flex are contaminated. One side bail is bent and the ring is missing.

Event description:
It was reported the external pulse generator (epg) display was broken. It was also reported the epg may have been dropped. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.